Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved bipolar dissector instrument for failure analysis. The instrument was placed and driven on an in-house system and passed the recognition engagement, electrical continuity and energy delivery tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. As part of investigation, inspection found a damaged conductor wire insulation at the distal end. The internal wires are exposed. The wires are continuous and not broken. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved bipolar dissector instrument failed to activate bipolar energy. The procedure was continued with no reported injury.